Event description:
Boston scientific received information that the patient reported the power supply on the communicator was making a snapping and crackling sound. The power supply was reported to be hot to the touch. No patient injury was reported. The communicator and power supply will be returned for analysis.

Manufacturer narrative:
After detailed analysis the allegations of the power supplies being hot to the touch was not confirmed. The analysis did confirm that the power supplies were slightly burned at the power blades.